Event description:
Medtronic received a report that the axium prime coil failed to detach. The patient was undergoing treatment for a brain aneurysm. It was reported that the coil could not be detached with the instant detacher. A second instant detacher was not used. Manual detachment was attempted and it was confirmed visually that the filament came out, but the coil could not be detached. It was noted that there were no problems with the instant detacher, and it had been used to detach 5 other coils normally during the procedure. The coil that could not be detached was the third coil used. The coil was replaced, and the patient did not experience any health damage. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a rist guide catheter, sl-10 microcatheter, and synchro soft guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the baseline lesion was a left internal carotid -pc unruptured aneurysm. It was irregualr with a max diameter of 6mm. Vessel tortuosity was normal. Used an instant detacher. Since the coil was not detached, an emergency detach was tried, but it was not detached. Unlike the electric coil, the mechanical coil comes out with a filament, so the manufacturing representative (rep) didn't think it can be tried many times due to the structure. No issues were encountered prior to non-detachment. The cause of the non-detachment was not determined.